Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The device was not received because it was repair locally. To solve the issue the force sensor kit have been replaced. The defective part was received in brézins for investigation. According to the investigation results, after a visual check, a series of tests were conducted using the laboratory tool. Both the conductivity and optical sensor tests passed. However, during the sensor stress test, the values were found to be unstable and inconsistent with the applied weight. By the end of the test, the sensor's values were still fluctuating beyond the initial range, which would have triggered technical error 22, confirming the reported issue. For this complaint the root cause of the reported event of error 22 is related to a faulty force sensor. An internal CAPA had been opened in april 2019 and a component enhancement was introduced in order to reduce the occurrence of error 22. To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action

Event description:
The following has been reported: error 22 force sensor. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.